Event description:
It was reported that a user¿s dexcom g7 continuous glucose sensor was providing readings in the dexcom app but would not pair with the ilet, resulting in no cgm data communication to the pump; troubleshooting confirmed the cgm menu showed pairing attempts without sensor failure alerts, and steps included disconnecting the pump from the body, restarting, toggling bluetooth, and re-pairing with instruction to wait and replace the sensor if the link did not reestablish. Symptoms included no reported adverse physiological effects. Outcomes included temporary loss of automated cgm-driven insulin control requiring user troubleshooting and potential sensor replacement. Investigation included technical support review and guided user troubleshooting. Investigation of this case revealed a communication and pairing failure limited to the ilet interface while the dexcom sensor functioned normally with the dexcom app. It was concluded that the event was consistent with a communication or connectivity malfunction without patient injury.